Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) was bent during use. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly for investigation. The wire contained one slight bend near the proximal end and the distal j-tip was deformed. The wire also contained signs of use in the form of biological material on the guide wire's exterior. Microscopic examination revealed some coils were spaced further apart; however, they were not offset or unraveled. The guide wire contained one slight bend 210 mm from the proximal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from inventory with a lot of resistance. A manual tug test confirmed both the proximal and distal welds are intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) included with this product warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Based on the investigation performed, the reported complaint was confirmed. The guide wire contained one slight bend and the distal j-tip was deformed. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based upon the sample as received and the report that the incident occurred during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the swg (spring wire guide) was bent during use. Another device was used to complete the procedure.